Event description:
A report was received that during a lead revision to explant the percutaneous leads and implant a paddle lead, the patient's ipg was replaced due to difficulty charging. The patient is receiving good stimulation and doing well following the revision.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. This is the final report.